Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. UDI not available. First/given name: unknown / not provided. Email address unknown / not provided.

Event description:
It was reported the screw was loosening, the doctor tried to do a retightening but it fractured.

Manufacturer narrative:
Zimvie complaint number (B)(4). One screw was returned for investigation. Visual evaluation of the as returned product identified signs of use. The screw was fractured at the thread's region. The loosening event is non-verifiable. Functional testing to recreate the reported event could not be performed due to the nature of the device & event (fracture). A pre-existing condition were not noted as normal on the per form. The bone density was unknown. The reported device was located on tooth location # 16 (fdi) and was used for approximately 2 years and 4 months. Review of appropriate documentation: documents reviewed: instructions for use for zimmer dental implant systems (4894 rev 6 - 08/19) information identified: 'precautions' 'breakage' 'warning' 'single use' per the applicable IFU, it is stated to not reuse single use or single patient devices. Possible risks associated with reuse of a single use device include, but are not limited to, mechanical failure and transmission of infectious agents. DHR and sterilization history review: (mhlas) DHR, sterilization, and complaint history review could not be performed, as the subject item/lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product. Is within specifications. Complaint history review: a complaint history review by item number was conducted for the mhlas dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review completed utilizing keywords: 'functional : loosening'. Post market trend review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction could not be verified and the reported event (loosening) was non-verifiable.

Event description:
No further event information is available at the time of this report.